Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary full height drawer 4 failed to open. The field service engineer replaced the missing magnet in the insep. Opened top cover, checked for connections in electronics drawer and removed the dust. Tested all drawers and slides to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the magnet was missed in main drawer 3. The customer stated that this malfunction occurred when user trying to issue medication to the patient and user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.